Event description:
According to the company rep description: "the new alenti safety belt (cda1450-035) is not holding. Received complaint about safety belt on new alenti with scale. Customer noticed the belt was slipping very easy and wanted to know if it is safe to use." Ref MFR report 9611530-2013-00079.